Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other similar complaints reported in the lot number. Additional information has been requested. Zip code is not indicated at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported four incidents of toxic anterior segment syndrome (tass) following intraocular lens (iol) implant surgeries. The lenses remain implanted. Per surgeon, the "common thread" for all 4 cases is that they are all implanted with same model lens in the right eye, all surgeries were performed at the same facility and tass was present at day 4 post-operatively, this report is for one of four patients.